Event description:
On (B)(6) 2013, the patient called the clinic stating he was in transit to the ER due to abdomen pain while breathing. The patient reported having clear effluent during the call. The patient's hospitalization from (B)(6) 2013 diagnosis was peritonitis. The patient was treated prophylactically for peritonitis from hospitalization on (B)(6) 2013. Medical records were received and reviewed. The following was found: on (B)(6) 2013, registered nurse documented patient called stating he was having some nausea and vomiting and pain in abdomen when he breathes in deep "like a gas pain." Patient states he felt like it was his cycler putting extra air in abdomen and has been doing manual exchanged for 2 days. Patient reports clear pd effluent and blood pressure of 165/64. Patient stated he is on his way to the emergency room in oxford, ms to be checked out. Rn placed call with patient's nephrologist office and spoke with lantis and reported the event. Physician aware of patient in transit to the hospital and symptoms.

Manufacturer narrative:
Upon completion of the post market clinical physician evaluation it was found that the patient developed abdominal pain and elevated wbc in the effluent, and was subsequently treated with antibiotics requiring hospitalization. The patient's discharge diagnosis of peritonitis was consistent with reported adverse events. The device is currently undergoing evaluation. A supplemental report will be submitted upon completion of the investigation.